Manufacturer narrative:
Convatec is submitting this report as a result of activities related to convatec remediation protocol (B)(4). Convatec is submitting this report pursuant to the provisions of 21cfr part 803. Any additional information received regarding this event after filing this report will be filed on a supplemental report (medwatch 3500a). Evaluation conclusions are reflected in the codes.

Event description:
Daughter reports end user ripping pouch off of abdomen due to confusion and dementia. Now skin is red and denuded encircling stoma. Complainant has confirmed that product lot number is not available; not able to be retrieved. Daughter reports she is treating with laniseptic or desitin barrier and depends; leaving pouch off. Discussed options to divert attention away from stoma; reports now using long t shirts and gowns to keep end user from accessing pouch. Recommend use of stomahesive powder and sensicare sting free barrier and or duoderm and pouching over this. If no improvement within a few pouch changes; consult health care provider.